Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tip of the needle tube was broken off about 20 mm from the distal end. (It was reported that the tip of the needle fell off outside the patient). The needle tube was buckled around the broken point. The broken section showed that it broke due to a bending load. The manufacturing record was reviewed and found no irregularities. Based on the returned device and the investigation results of past similar cases, the needle tube could break off due to the mechanism below. During the procedure, a bending load was applied to the needle tube until it buckled. When removing the device from the patient, a load was applied in the direction in which the needle tube became straight. This resulted in breakage of the needle tube. The above device handling has warned in the instruction manual as follows. When inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The needle could not be retracted. The user withdrew the endoscope with the needle sticking out. There was no patient injury reported. This is the report regarding the inability to retract the needle.